Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event inforamtion is available at the time of this report.

Event description:
It is reported that after their tmj revision procedures, the patient is still experiencing pain and also has a limited diet. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D6: implant date: (B)(6) 2021. D10 ¿ medical products item# ni, lot# ni; unk tmj system left fossa component. Item# ni, lot# ni; unk tmj system left mandibular component. Item# ni, lot# ni; unk tmj system right fossa component. Item# ni, lot# ni; unk tmj system right mandibular component. G2: consumer: patient. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00268, 0001032347-2023-00269, 0001032347-2023-00270.